Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.